Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a leaking reagent valve. The effect to patient is unknown.

Manufacturer narrative:
The customer worked with hotline and replaced the reagent 3-way valve. The customer was advised on wearing personal protective equipment (ppe) during clean up. The customer ran associated assay testing to verify operation. The instrument performed within guidelines. Upon recur, chemistry results could be impacted and treatment is likely to be affected.